Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inserted into the groin over a non-medtronic guidewire using the inline sheath. Post deployment, the valve appeared stable then dislodged deeper into the root resulting in severe paravalvular leak (pvl). The cause of the dislodgement was the lack of calcium on the valve leaflets. A balloon aortic valvuloplasty (bav) was performed with a 26 millimeter (mm) non-medtronic balloon to fully expand the valve. Severe pvl was still present. A second valve was loaded and was deployed valve-in-valve inside of the first valve. A post bav with a 26 mm non-medtronic balloon was used decreasing the pvl to mild. No additional adverse patient effects were reported.